Manufacturer narrative:
The pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip. The pump passed the self test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump was dropped to the floor. Customer's blood glucose levels were not included in the report. Troubleshooting was done and the insulin pump did not passed functional testing. Replacement product is being sent.